Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had a femoral trochanteric fracture. After inserting the blade into the thighbone head, the surgeon tried to turn the impactor with normal procedure, but the impactor could not be turned properly. He attempted for a while, but the situation had not changed. So, he removed the blade. The surgeon tried at an operative field, but it was still in same situation. Another longer blade was opened, and inserted to a subcartilaginous bone after connecting with the removal implement. The operative time was exceeded as well. Therefore, the risk of cut-out might be considered. The surgery was finished without problem. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwc. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.